Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant procedure the implantable cardiac monitor exhibited diagnostics anomaly; the device reported false pause episodes. The patient was seen in the clinic on (B)(6) 2017 and the diagnostics were cleared resolving the issue; device interrogation was completed and no issues were noted. The patient was doing well.